Manufacturer narrative:
The insulin pump had unresponsive up arrow button due to unlocked keypad connector. The insulin pump had broken belt clip slot and scratched on display window noted during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the up arrow button was unresponsive. The customer's blood glucose was 436 mg/dl at the time of incident. The insulin pump will be returned for analysis.